Manufacturer narrative:
The customer has indicated that the subjected device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. A review of the device history record did not detect any deficiencies in the manufacturing process. Device discarded-not returned for evaluation.

Event description:
It has been reported to us that during the procedure, the shaft of the guide catheter separated. Physician inserted the guide catheter into the patient in the right coronary artery. The physician attempted to torque the guide catheter; however, the tip did not respond, continued to torque resulting in the shaft separating. A surgical procedure was performed to remove the separated section of guide catheter. Patient is reported to be fine. Product not returning.